Event description:
Hill-rom technical support received a report from the account stating the brakes were not holding. The bed was located in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, and the account identified that the sheaves were missing. The hill-rom technical support rep advised the customers to replace the missing shaves. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2010. It is unk if the facility performed any other preventative maintenance on this bed. Hill-rom technical support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this info, no further action is required.